Event description:
While the physician was stenting the iliac, it was noticed that the stent of the palmaz genesis opta pro (pg2908bps) was no longer on the balloon and it was stuck in the value of the sheath. The product will be returned for analysis.

Manufacturer narrative:
This device is available; however, the product has not been received for analysis. Add'l info has been requested and will be provided within 30 days of receipt.